Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation and the expanded evaluation, the weld was broken at the saddle end of the crossbrace. However, the saddle end was not received. Additionally, the upholstery attachment fasteners were no longer on the seat rail portion of the crossbrace.

Event description:
The provider states the crossbrace is broken at a weld.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the crossbrace is broken at a weld.